Manufacturer narrative:
Evaluation was performed by the biomedical engineer by checking error code in significant event log. Error code 1105 (alarm led failure) was found in diagnostic report. The unit did fail to meet specifications. Multiple attempts to retrieve device repair or diagnostic information and device usage context has yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of report: 13aug2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. Clinical usage is currently unknown. Requests for further information have been made. There is no report of patient or user harm.